Manufacturer narrative:
The insulin pump had intermittent escape and act button response due to flattened button dome switches. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump. The issue started happening over night. The device is beeping and it says button error on the screen. Customer's blood glucose is 168 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.